Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) power-on/off button was broken and non-functional. It was also confirmed that the epg displayed an error related to the button issue. It was noted that the on/off button on keypad was flat. The upper case was scratched and dented. Upper case gasket was damaged. The keypad was scratched. In was further noted that the red battery wire was loose from connector. Additionally, it was noted that the main seal was pinched. Liquid crystal display (lcd) silicon was damaged. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) power-on/off button was broken and non-functional. It was also reported that the epg displayed an error related to the button issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.